Event description:
The customer called carefusion technical support to report that one of their unit is "alarming high rate" and that "part of wave form is showing the yellow color". The unit was not on a patient when this incident occurred.

Manufacturer narrative:
(B)(4). Carefusion technical support instructed the customer to calibrate the exhalation flow, and the exhalation pressure transducers. The customer was also advised to check the o-rings on the flow sensor receptacle, and call back if needed. As of march 3, 2015, the customer has not called back in regards to this particular issue. Should carefusion receive additional information related to this event, a follow-up medwatch report will be submitted.